Event description:
It was reported that the customer when she fills the reservoir, insulin was leaking and then the customer connected to the infusion set. It was stated that the customer finds herself at times having to change the infusion set twice as it was wet and insulin was leaking. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.